Manufacturer narrative:
One (1) unused product samples were received. Foreign matter was seen on the product. The product sample has been sent to the manufacturing site for further evaluation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was foreign matter on the dressing;the product was not used on a patient.

Manufacturer narrative:
A batch record review found no discrepancies related to this complaint. Process checks and quality checks were performed with acceptable results. Further evaluation of the returned sample revealed presence of a particle of discolored/dry skin barrier adhesive stuck to the backing of the paper dressing. A nonconformance has been initiated to further investigate this issue. The complaint will remain open until the investigation is complete. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).